Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the component. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube of the reservoir could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the reservoir was identified; therefore, the component was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the reservoir was identified; therefore, the component was removed and replaced. There were no patient complications.